Manufacturer narrative:
Device not returned to manufacturer. However, review of production records, acceptance activities, and involved health care professionals' narratives suggest that failure was due to placement of the catheter in the articular space of an artificial joint, and also due to the technique used for catheter removal (health care professional did not mobilize joint to release entrapment of catheter, when resistance was felt).

Event description:
Patient (B)(6) had knee replacement surgery. For post-operative pain relief, the end of the catheter attached to a symbios go pump was placed behind the patella. During removal, the catheter end was found to have separated from body of catheter, but was still connected by its stainless steel coil. The distal catheter fragment was retrieved without surgical intervention. Discussion with surgeon suggested that catheter break was attributed to: placement of the catheter behind the patella. Curvature memory of catheter, enabling catheter to curve into artificial joint space. Technique used when withdrawing catheter (failure to mobilize joint when resistance to removal was encountered). This product is labeled with a warning against placing the catheter end in joint spaces.